Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was returned. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search found 2 related additional reports against the provided product and lot combination. Total for lot number: 3 (B)(4). Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized by the patient, "I had an attune knee tibial component put in my knee and it has failed. I had a revision." Patient c/o pain and swelling prior to revision. Medical records reviewed. Patient underwent a left primary tka on (B)(6) 2014 with depuy cement. She was later revised on (B)(6) 2019 for pain and instability. Intra-operative findings included loosening of the tibial tray at the cement-implant interface and synovitis.